Event description:
The customer reported a vertical lift function failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the vertical lift power supply needs to be replaced. (B) (4).